Event description:
It was reported that patient presented in-clinic with varying capture thresholds for the past few months. An increased capture threshold was observed at in clinic testing. Other measurements were stable. The device was reprogrammed and the patient will continue to be monitored.